Event description:
It was reported that during a laparoscopic appendectomy procedure, the first two devices fired several clips until the devices stopped working. A third device was pulled and only fired halfway through the clips and then stopped working. Unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Device fired through lockout, empty. Evaluation summary: the analysis results found that instrument (a) was returned empty and with the lockout mechanism broken as it was fired through. The instrument is designed to lockout after all the clips have been fired; therefore, a potential cause of the customer reported experience is the firing of all of the clips and the instrument "stopped working" (activation of the lockout mechanism). The instrument has an orange indicator that must be visible after the 13th clip is fired located at the top of the handle as a reference for the user as to the quantity of clips remaining. The orange indicator was beyond its intended position due to the lockout mechanism being fired through. In addition, the jaws were noted broken at bifurcation. The device was disassembled and corrosion was noted through the internal components. The most likely reason for jaw bifurcation breakage is stress corrosion cracking. The most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. The analysis results found that instrument (b) was returned empty and with the lockout mechanism broken as it was fired through. The instrument is designed to lockout after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "stopped working" (activation of the lockout mechanism). The instrument has an orange indicator that must be visible after the 13th clip is fired located at the top of the handle as reference for the user as to the quantity of clips remaining. The orange indicator was beyond its intended position due to the lockout mechanism being fired through. Additionally, the device was disassembled and no clips were found on the clip track. The analysis results found that instrument (c) was returned empty and with the lockout mechanism broken as it was fired through. The instrument is designed to lockout after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "stopped working" (activation of the lockout mechanism). The instrument has an orange indicator that must be visible after the 13th clip is fired located at the top of the handle as reference for the user as to the quantity of clips remaining. The orange indicator was beyond its intended position due to the lockout mechanism being fired through. Additionally, the device was disassembled and no clips were found on the clip track. A batch record review was performed and no anomalies were found during the manufacturing process. Device b: batch # f9h67p; mfg date: 08/03/2009; exp date: 07/03/2014. Device fired through lockout, empty. Device c: batch # f9h73l; mfg date: 08/05/2009; exp date: 07/05/2014. Device fired through lockout, empty.